Manufacturer narrative:
The technician replaced the shoulder bolt and nut to repair the stretcher.

Event description:
Information received indicates the left siderail on stretcher is missing the latch shoulder bolt which is preventing the siderail from latching.